Manufacturer narrative:
Product complaint #(B)(4). Additional information: b 7. Medical history/preexisting condition. Additional information was requested, and the following was obtained: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates.--male and 55 years old,because the patient drank alcohol before surgery, cephalosporin skin test could not be done, and clindamycin with low anti-infective effect was done to prevent infection. Patient has diabetes mellitus poor glycaemic control 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically?--address active bleeding 3. What were current symptoms following the index surgical procedure? Onset date?-the patient underwent posterior lumbar resection, decompression, fusion and internal fixation due to "lumbar disc herniation" on (B)(6) 2024. Surgicel 1963 and surgiflo ms0010 were used for hemostasis during the operation. The operation was successful and the patient was discharged. On the 15th day after surgery ((B)(6) 2024), the patient had increased pain in the operation area, local redness and swelling, accompanied by fever symptoms, wound dressing with secretions, pathogen (bacteria) and antibiotic resistance gene nucleic acid detection results showed, "enterobacter cloacae." On (B)(6) 2024, the patient underwent "posterior lumbar debridement + wound closed negative pressure drainage". The operation went smoothly, the patient's various indicators were improved, and the patient was ready to be discharged recently. 4. What is physician¿s opinion as to the cause of or contributing factors to this event?related to patient. 5. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? No. 6. What is the patient¿s current status? -the patient was ready to be discharged recently. 7. What is the users experience w/ surgicel and surgiflo hemostatic matrix? Normal. The following information was requested, but unavailable: 1. Was there any intraoperative concurrent use of other products? Unk. 2. Where was the surgicel used (on what tissue)? Unk. 3. How much surgicel was used during the procedure? Unk. 4. How was the surgicel applied within the patient? Unk. 5. Was the surgicel product left in place? Unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. How much surgiflo was used ? 2. Was surgiflo removed or left in the patient after hemostasis? 3. What is the surgeon¿s opinion of why the patient experienced an infection? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what is the surgeon¿s opinion of why the patient experienced an infection? Maybe related to patient. The following information was requested, but unavailable: how much surgiflo was used? Unk. Was surgiflo removed or left in the patient after hemostasis? Unk. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lumbar posterior approach resection, decompression, bone graft fusion, and internal fixation procedure due to "lumbar disc herniation" on (B)(6) 2024 and absorbable hemostat was used. On the 15th day after the surgery, the patient experienced increased pain in the surgical area, local redness and swelling, and fever symptoms, with a body temperature of 38.5°. There was secretion during the wound dressing change, and the results of the pathogen (bacteria) and antibiotic resistance gene nucleic acid test showed: "e. Cloacae", and double antibiotics were used to control the infection. The surgery was performed again on the same day and went smoothly. On (B)(6) 2024, lumbar posterior debridement and wound closure negative pressure drainage were performed. The patient's various indicators improved and he was ready to be discharged soon. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. Was there any intraoperative concurrent use of other products? 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 4. Where was the surgicel used (on what tissue)? 5. How much surgicel was used during the procedure? 6. How was the surgicel applied within the patient? 7. Was the surgicel product left in place? 8. What were current symptoms following the index surgical procedure? Onset date? 9. What is physician¿s opinion as to the cause of or contributing factors to this event? 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 11. What is the patient¿s current status? 12. What is the users experience w/ surgicel and surgiflo hemostatic matrix? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.